Manufacturer narrative:
Surgery was successfully performed after a two day delay, with no reported complications. A manufacturing maintenance issue contributed to the delay, however the commitment date was tight with no provision for any issues. Stanmore has now expanded its capacity to include a second manufacturing shift, and has also determined to set dispatch dates, only after custom design approvals are obtained. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00015 (B)(4).

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends.

Event description:
On (B)(6) 2014, the distributor reported to the company representative that the surgical procedure scheduled for (B)(6) 2014 would be delayed due to the delay in shipment of the device. The device was subsequently received by the facility on july 22, 2014. This is a supplemental report # 2 to 3004105610-2014-00015 (B)(4).

Event description:
On (B)(6) 2014, the distributor reported to the company rep that the surgical procedure scheduled for (B)(6) 2014 would be delayed due to the delay in shipment of the device. The device was subsequently received by the facility on (B)(6) 2014.

Manufacturer narrative:
The delay in device shipment was due to a required mfg repair on the etching machine. The etching machine was repaired and returned to device. The company has requested an update from the distributor regarding the pt and the outcome of the rescheduled surgical procedure. A supplemental report will be provided upon receipt of add'l info.